Event description:
Same case as MFR#: 2134265-2012-05906. It was reported that during a percutaneous coronary intervention procedure, unstable rotation occurred during ablation. The 90% stenosed target lesion was located in the calcified and moderately tortuous mid-left anterior descending artery. The rotational speed of this 1.75mm rotablator rotalink plus burr was unstable during ablating the lesion, over a rotawire ex support guide wire. The device was tested together outside the patient. Severe resistance moving the burr over the wire was noted. The procedure was completed with another of the same rotalink plus devices and another of the same rotawire guide wire devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. The rotablator plus unit was connected together, and a tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out as per procedure and there were no issues noted with the unit's handshake connector during the connection of the device. An attempt was made to load a test guide wire onto the device and resistance was met in the annulus of the burr. Dried saline was noted on the burr. The burr was soaked in warm water and the saline was dissolved. It is probable that the saline dried in the annulus of the burr after the procedure and during transit of the device back to site for analysis. The rotablator plus unit was wire guided using the same test guide wire. No issues were noted during the wire guiding of the device. The burr was microscopically examined and no issues were noted with the burr of the catheter. The returned device was within specification. The rotablator plus unit was wet tested and the optimum speed was reached without any issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).